Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported that she went to sleep and received a low glucose alert, she checked and her blood glucose was not low and the insulin pump went into threshold suspend. Customer stated the same thing happened in the morning. Customer was explained that since her blood glucose was fluctuating frequently that could have caused the difference with the sensor readings. Blood glucose value was 224 mg/dl. Nothing further reported.